Event description:
An antibody screen was performed on a patient with no previous history. A negative result was reported by the provue. Two units of rbcs were immediate spin crossmatched using manual gel and issued. Two weeks later, (B)(6) 2010, a second sample from the same patient was sent for another type and crossmatch. The second sample resulted positive on the provue. An antibody panel, performed manually, identified an anti-jkb, anti-fyb and anti-e. Customer then repeated the sample from (B)(6) 2010 using manual gel. The sample resulted weak+ with all 3 cells. The sample was not repeated on the provue. Two units of fyb neg, jkb neg and e neg rbcs were fully crossmatched compatible using manual gel and issued. The patient did not have an immediate transfusion reaction. During the antibody workup on the second sample the dat was found to be positive and the physician then suspected a possible delayed transfusion reaction. Patient has been stable. Ocd medical director has reviewed this event and has determined this to be a serious injury.

Manufacturer narrative:
Ocd field engineer performed the required repairs to return the instrument to expected operation.(B)(4).